Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2020 by the journal of shoulder and elbow surgery, titled ¿short-term evaluation of humeral stress shielding following reverse shoulder arthroplasty using press-fit fixation compared with cemented fixation ". The study reviewed one hundred nineteen (119) patients who underwent reverse total shoulder arthroplasty (rtsa), to address rotator cuff arthropathy, primary osteoarthritis, or failed cuff repair, using arthrex universal glenoid devices. During the minimum two (2) year follow-up period, three (3) patients underwent revision. Source: denard pj, haidamous g, gobezie r, romeo aa, lederman e. Short-term evaluation of humeral stress shielding following reverse shoulder arthroplasty using press-fit fixation compared with cemented fixation. Journal of shoulder and elbow surgery. 2020;29(5):906-912.